Manufacturer narrative:
Context: a customer in (B)(6) notified biomérieux of misidentification of staphylococcus pseudointermedius as haemophilus influenzae when using vitek ms instrument (B)(4). Vitek ms mode : ivd, kb version : 3.2 (cli), issue type : misidentification as haemophilus influenzae, vitek ms result (lab ID: t4212337): single choice to haemophilus influenzae, other method: vitek 2 gp card = staphylococcus pseudointermedius, expected ID: unknown as no identification reference method was performed. Culture conditions: culture media : blood agar plate without ss. Incubation: 24h. Issue date: 23jun2022, fine tuning date before the issue: 21jun 2022. Investigation: batch history record and complaint trend analysis: no trend analysis has been done because the cause was not defined. However, no trend was detected via cstat tool related to the error code ivd mis-identification - f871. There is no CAPA, no non conformity on vitek ms linked with customer 's complaint. Since january 2016, no similar complaint has been recorded. No isolate of staphylococcus pseudointermedius was misidentified as haemophilus influenza. Investigation results: fine tuning: status medium at the time of acquisition. Fine tuning was needed. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. It needs to be verified with the customer. *kb review the expected identification is unknown because no reference method was used to confirm the expected identification. Sample data analysis according to data provided, the identification result was obtained with an acceptable identification score (1.21). The customer identification was not questioned. The customer has to confirm the strain identification by a reference method as sequencing. However, based on the complaint description, it is mentioned that the technician did not keep the strain, so no further investigation could be done. Root cause analysis: unknown. Corrective or preventive actions: no CAPA number is needed.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of micro organisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Issue description: a customer in canada notified biomérieux of misidentification of staphylococcus pseudointermedius as haemophilus influenzae when using vitek ms instrument (B)(4). Results were as follows: 1 isolate t4212337 vms ID: haemophilus influenzae. Alternate ID ¿ vitek 2 gp card: staphylococcus pseudointermedius. Expected ID: unknown as no identification reference method was performed. Culture conditions: culture media : blood agar plate without ss. Incubation: 24h. An investigation has been initiated and completed. The root cause of the misidentification is unknown as the strain was not sent to biomérieux. Customer indicated that there was a delay result >24 hours. There is no indication or report from the customer that the delay in reporting the results led to any adverse event related to the patients' state of health.